Manufacturer narrative:
Additional information was requested but was not available.

Event description:
It was reported that the device was found in backup mode. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event.